Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the information provided, the root cause of this complaint cannot be determined. The device was not returned for evaluation.

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil prematurely detaching during positioning. The coil was retrieved successfully using an endovascular snare. The entire system was withdrawn from the patient without incident. There was no patient injury reported.